Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after consuming carbohydrates at bedtime and subsequently noted elevated blood glucose while on ilet therapy; the ilet report showed correction insulin delivery, and the user was advised of a possible bent infusion set cannula and instructed to perform a full supply change, but she lacked supplies at work and transitioned to backup insulin pen therapy. Symptoms included hyperglycemia. Outcomes included self-management with capillary glucose monitoring and transition to backup therapy without hospitalization, with glucose trending down and returning toward the user¿s target range later. Investigation included review of device data and troubleshooting with instruction for infusion set replacement. Investigation of this case revealed a probable infusion set delivery issue consistent with a bent or occluded cannula, with no evidence of device alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.